Event description:
Boston scientific received information that during defibrillation threshold (dft) testing, after ventricular fibrillation (vf) was induced, radio frequency (rf) telemetry was lost between the device and programmer. Two external shocks were delivered to the patient; it was noted that the second external shock was needed because the external pads were not placed in an optimal location on the patient's body. Dft testing was performed again using inductive telemetry with the programmer wand, and vf was successfully converted with one 26 joule shock. No additional adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.